Manufacturer narrative:
This is default text configured for block h10.

Event description:
Vial adapter spike tip does not pierce the rubber stopper; the spike breaks off or gets stuck in the stopper. [Device defective] , no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns product complaint of device defective and no adverse event in a patient from the united states. On 29-apr-2026 amneal pharmaceuticals received information from other source via an email concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension. Product details included risperidone for extended-release injectable suspension, 50 mg for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. It was reported that defective boxes had been identified, stating that the vial adapter spike tip does not pierce the rubber stopper; the spike breaks off or gets stuck in the stopper, which resulted in several products being wasted. Last action taken with risperidone in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective and no adverse event was unknown. The reporter did not provide the causality of events device defective and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.